Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd phaseal¿ protector p20-o. This occurred on 2 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: clinician visualized a drop of fluid during disconnect from p-20 protector when under hood.

Manufacturer narrative:
H.6. Investigation: two photos were provided to our quality team for investigation. The photos show a drop on the surface of the membrane. Without the actual sample to evaluate we cannot identify the origin of the drop that was observed. A device history review was performed for lot 1903158, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. During manufacturing, leakage testing is performed, penetrating the injector ten times to verify if any leaks occur. Testing was reviewed for protector lot 1903158 , all results were found to be within specification. Five retained samples of the same lot were used for additional evaluation. Functional testing was performed, penetrating the protector ten times, all results were found to be acceptable with no leaks identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. H3 other text : see h.10.

Event description:
It was reported that leakage occurred during use with a bd phaseal¿ protector p20-o. This occurred on 2 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: clinician visualized a drop of fluid during disconnect from p-20 protector when under hood.